Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not confirmed as the device was found to be functional and passed the pre-repair diagnostic assessment. However, during evaluation, it was determined that the control unit potted contacts were corroded and wires insulation was damaged. It was further determined that the device had corrosion, an unknown liquid was found on the piston and gear f/reciprocator cpl, the motor had a strong vibration, had an unknown liquid inside and the trigger's stop ring was bent. The assignable root cause was determined to be due to normal wear from use and servicing over time and improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device was not working. During service and evaluation, it was determined that the motor on the device had strong vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.